Event description:
While attempting to insert an intervertebral cage, the frame of the cage twisted and was damaged and broken. A new cage was opened and the same thing occurred. No additional adverse consequences have been reported. This report is being filed due to the possibility that some small piece(s) may have remained in the body.